Manufacturer narrative:
Product event sumary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited low short interval counts (sic), and exhibited varying r-w aves. The rv lead remains in use. No patient complications have been reported as a result of this event.